Event description:
The customer reported that, during preparation for an unspecified diagnostic procedure, the subject device did not turn on. The procedure was completed using another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the device did not turn on. A review of the device history record found no deviations that could have caused or contributed to the device not turning on. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device did not turn on due to failure of the primary power supply unit. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.